Event description:
It was reported that the patient heard their pacemaker emitting tones over the past few days, and upon interrogation in the clinic they discovered an alert on the right ventricular (rv) lead due to high out of range shock impedances greater than 125 ohms. The tones were turned off, and the plan was to monitor and continue normal follow-up at this time. The lead remains in-service. No adverse patient effects were reported.